Event description:
It was reported that when stimulation was turned on, the following occurred. The implantable neurostimulator (ins) battery died on saturday (B)(6), but they were able to recharge that night. The patient had pain that started in the leg at 1 in the morning on tuesday (B)(6). They could not turn adaptive stimulation on. For the past week prior the patient had constant stimulation and was in pain from having constant stimulation. The patient was then able to get adaptive stimulation on but was still feeling pain. The patient reduced stimulation to 1.55 volts. After changing positions, the patient was no longer feeling stimulation in their leg and the pain was relieved, the issue was resolved. It was reviewed how to synch to check the adaptive stimulation position which resolved the issue. There was a problem with the patient programmer. There were low patient programmer batteries, they put new batteries in and then were able to make changes to stimulation. Information regarding if the patient still had concerns with their device or therapy has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 97740, serial# (B)(4). Product type programmer, patient product ID: 9 7740, serial# (B)(4), product type: programmer. Patient product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).